Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after implant, low sensing and high threshold were observed. On (B)(6) 2010, the patient complained of not feeling well. Threshold and sensing values had worsened. X-ray showed that the lead had perforated. The lead was successfully repositioned.